Event description:
It was reported that the patient received a shocking sensation at the ins site, while in the shower. There was also a coupling or communication issue reported. But, this was resolved after the antenna locate feature was used. No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available. It was further reported that, while recharging, the patient became very sweaty and began to lose coupling bars on the recharger. The patient lay down, wiped the area dry and then tried to finish recharging. While the stimulation was turned off, the patient received a shock while lying down. The patient also experienced a "burning" in the vaginal, perineal, and buttock area.

Manufacturer narrative:
(B)(4).